Event description:
Pt experienced postoperative reaction following acl repair. A revision surgery was performed to remove the mitek, intrafix screw and sheath. Although no direct connection could be made between the mitek products and the pt reaction an MDR is being filed to document this event.